Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were recharging both of their inss at the time of the call. Pt reported seeing the recharging screen on the left hand recharger that said: recharging low 2 high 11 and did not provide information about what they saw on their right hand recharger. Pt requested assistance so they could confirm their ins batteries could be charged, then practice activating MRI mode so they will be ready for an MRI they are having tomorrow. Worked with pt to pause charging on the right side power down the right side equipment (to eliminate some potential emi), close any open apps, reposition the charger and concentrate on charging the left side ins. Pt was successful to get to recharging 10 percent with an excellent connection and during the call and discussion about MRI pt's ins charge level increased to 20 then 30 percent. Pt did not try recharging their right side but I encouraged them to continue recharging so both of their stimulators would be completely charged, reviewed some recharging best practice and reviewed they can call back if they need further support. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included pt reported they had issues before, went dead before because of colostomy surgery and they did not turn their stimulators off but since then, just last month, they had to reset them and everything (I understood pt meant they had worked with their managing doctor to check their stimulators and settings and get them set did not ask further questions around this topic as this was not the reason for the call and not the reason pt was calling). Pt said this all happened back in (B)(6) (2021) their colostomy was done at vcu but the colostomy went wrong in feb and the patient had to have emergency surgery. Pt said when they went for surgery again in june the doctor said: oh we gotta turn stimulators off. Reviewed information about turning stim off for electrocautery. After recharging to 30 percent during the call, pt paused recharging to use their control equipment and pt reported the left side stimulator shows full body potential. Additional information was received from the patient. They reported that back in (B)(6) 2021 they underwent a previous surgery( unrelated) that resulted in their device having its programming wiped. Pt stated they were not aware that their device was not working until (B)(6) 2021. No further complications were reported/anticipated at this time.